Event description:
It was reported that the customer continuously received a lost sensor alert. Customer's blood glucose readings were also not transmitting to the insulin pump. Customer's blood glucose reading was reported to be 500 mg/dl and has treated with a bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.